Manufacturer narrative:
The full patient identifier is case-(B)(6). The customer reported non-repeatable erroneous false high vitamin b12 sample results for seven patients. The customer did not supply patients demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse found aspirate probe 1 was bent towards the top of the probe, therefore affecting the aspiration resulting in high rlu results. The fse replaced the aspirate probe and primed. System check passed and qc was within specifications. It is unknown why the probe was bent. Replacing it resolved the issue. In conclusion, the cause of the non-reproducible high access vitamin b12 cobalamin results is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported obtaining erroneous elevated vitamin b12 (access vitamin b12 cobalamin) results for seven patients on the customer's unicel dxi 800 access immunoassay analyzer (part number (B)(4) and serial number (B)(4)). No patients were reported to have had a change to patient treatment based on the erroneous elevated vitamin b12 results. The following initials and repeated vitamin b12 results (units not provided) obtained on (B)(6) 2020 were provided: patient sample (B)(6) /repeat: 190, patient sample (B)(6) 842 /repeat: 616, patient sample (B)(6) 820 /repeat: 429, patient sample (B)(6) 784 /repeat: 257, patient sample (B)(6)1155 /repeat: 537, patient sample (B)(6)1130 /repeat: 433, patient sample (B)(6) 498 /repeat: 323. The customer reported on (B)(6) 2020 they found a black residue around aspirate probe 1 and reported erroneous elevated results on (B)(6) 2020. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse found aspirate probe 1 was bent towards the top of the probe, therefore affecting the aspiration resulting in high rlu results. The fse replaced the aspirate probe and primed. System check passed and qc was within specifications. Sample tube collection type was not provided. Sample processing information such as centrifugation time, speed and temperature were not provided. There was no report of sample integrity issues. No further sample information was provided.